Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed and not displaying anything. No patient harm was reported. .

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed and not displaying anything. No patient harm was reported.